Manufacturer narrative:
Device passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the pump back on. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or trace pointers are invalid alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had off no power, pump error alarm. Customer's blood glucose value was 440 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will be returned device for analysis.